Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported the patient could not connect following the use of a tens unit. Troubleshooting was attempted by manufacturer representatives to no avail. Surgical intervention may take place to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The report of inoperable ipg was confirmed. The inability to communicate between the clinician's programmer and the implantable pulse generator was due to the device entering the service application state. Using uep ipg log data was reviewed and found the device entered service app state on 17sept2024.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received wherein the ipg was explanted and replaced and effective therapy was established.